Event description:
It was reported that the patients right atrial (ra) lead dislodged. Elevated thresholds and intermittent capture were noted. The ra lead was repositioned and the event was resolved without sequelae. This patient was a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).